Event description:
AED deployed and one shock administered. Device lost power. Second AED deployed and shock administered. (B) (4)

Manufacturer narrative:
(B) (4). At the time of this report no information related to the device performance is available. A follow-up report will be filed after review/investigation.